Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. The analyzer would not power on while attached to the programmer during a systems test. When further analysis was attempted on a tester, the analyzer again would not power up, so additional testing could not be completed.

Event description:
It was reported the analyzer was not working properly. Follow-up information received reported the analyzer was not able to sense properly during an implant. The lead was repositioned numerous times due to the faulty sensing. Another programmer was utilized to finish the case, which identified the issue. No patient complications were reported as a result of this event.